Event description:
Placed a mychild umbilical security clamp on infant at delivery, clamp broke and it was not discovered until after the cord was cut and the hemostats were removed from the patient. The incident posed a risk of bleeding from the umbilical cord. A response from the manufacturer of mychild umbilical cord clamp has not been received at this time.